Event description:
It was reported that the patient underwent a cervical spine surgery. Sometime post-op it was found that one of the screws was dislocated. The patient is under observation for now. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.